Event description:
It was reported that the patient presented to the ER after receiving multiple high voltage therapies. Device interrogation revealed lead noise as the cause of the inappropriate therapies. It was also noted that there was high capture threshold. The high voltage therapies were disabled and the patient will be scheduled for a lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.